Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and determined the cause of the reported failure to be a failure of the single board computer assembly from the system pcb assembly. The customer was provided with a replacement device.

Event description:
It was initially reported that the device display was intermittently turning off; however, after the initial evaluation of the device by physio-control, it was observed that the device would intermittently fail to boot up. There was no pt use associated with the reported failure.